Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: an investigation was performed on retention devices for the reported lot number. Retention devices were tested with hcg-negative clinical urine samples. Results were read at 3-4 minutes and all devices produced expected negative results. No false positives were observed. Returned devices were used in the investigation of the false negative results reported for this lot. Manufacturing batch record review did not uncover any abnormalities and the lot met quality control specifications. This test provides only a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
Unspecified date: false positive result obtained on the henry schein hcg dipstick. No confirmatory testing performed. Although further information was requested, no further information was able to be provided. Troubleshooting occurred with a discussion about possible causes for unexpected results focusing on proper sampling technique, storage conditions and patient specific factors per the package insert (pi). Informed customer per the pi: timer is required but not provided in the kit.